Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract.

Event description:
It was reported that, during a sacrospinous ligament suspension procedure using a capio slim, the physician applied tension and deployed the device three times; however, the carrier would not retract. The procedure was completed with another capio slim. No patient complications were reported.

Manufacturer narrative:
Device code a0510 captures the reportable event of carrier failure to retract. Upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not reveal any damages and/or defect. During functional inspection, the carrier was able to move in and out of the cage, and the cage was able to catch the suture when the device was activated. Based on the information available and analysis results, the reported allegations of the carrier failure to retract could not be confirmed through product analysis. A conclusion code of no problem detected was assigned to this investigation since after visual, and functional inspections of the device, it was not possible to identify any evidence of either the alleged issue(s) of the cage failing to catch the dart or the carrier failing to retract or any defect on the device.

Event description:
It was reported that, during a sacrospinous ligament suspension procedure using a capio slim, the physician applied tension and deployed the device three times; however, the carrier would not retract. The procedure was completed with another capio slim. No patient complications were reported.